Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found entries related to the customer's report. Following the "charge error" message the user was able to successfully charge the device five more times and deliver a 120j shjock and 150j shock to the patient. Seven subsequent charge attempts were unsuccessful. The log indicates the device was being operated on battery power only and the battery voltage dropped below the minimum required voltage. The returned battery was observed to be four years old and the battery log suggests this battery was not used in the patient event. The battery was scrapped and the customer will be given a replacement battery. The device will be recertified and returned to the customer. Per the surepower battery pack guide (pn: 9650-0536-01) (rev: f), "for all battery packs older than three years, zoll recommends manual testing and recalibration every three months." The x series operator's guide (pn: 9650-005355-01) (rev: d) also speaks to the criticality of having a back-up power source when using the device and instructs the user to "always carry at least one fully charged spare battery. If no other source of back-up power is available, two spare batteries are advisable." No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a 57-year-old female patient, after shocking the patient a couple of times, the device displayed a "defib charging error" message six times and the device took an extended time to charge energy. Complainant indicated that the patient subsequently expired.